Manufacturer narrative:
One twinfix ultra ti 4.5mm suture anchor was used for treatment but was not returned. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were limited without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Instruction for use documentation is quite specific and confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity include: 1) incomplete anchor insertion. 2) suture breakage. 3) alternate prep method or instruments used. 4) dull drill bit used. 5)unanticipated bone condition. 6) torsional overload. 7) managing suture with sharp instruments. 8) loss of axial alignment per instructions for use: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Proper site prep includes pre-drilling which is essential for successful use of the device. Incomplete anchor insertion may result in poor anchor performance¿ the appropriate smith and nephew drill bit and drill guide are each sold separately. Final product met predetermined specifications upon release to distribution.

Event description:
It was reported that during a shoulder arthroscopy, when suturing one of the threads broke. The procedure was completed with no delay or patient injury reported. It is unknown if a back up device was available.